Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had a board error. The issue occurred, during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that there is no board error because this event is related to the replacement support of the circuit board. Therefore, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.